Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-00100. It was reported the patient ((B)(6)) was not receiving effective stimulation. A diagnostic test revealed high impedance reading for several lead contacts. Surgical intervention was undertaken to explant and replace the patient's leads. As a result, the impedance issues have been received, and the patient is now receiving effective therapy coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.